Event description:
A malfunction was reported with the pump. The customer¿s blood glucose (bg) level was 500 mg/dl. Technical support instructed the customer to connect the pump to a power source and resolved the issue temporarily, but the malfunction persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.